Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted within the shaft between electrodes 1 and 2. A leak into the deformable body area was identified through the fiber optic seal, consistent with the fluid ingress, blood-like substance within the shaft, and a loss of contact force during the procedure. The condition of the fluid leak through a void in the fiber optic seal is consistent with a manufacturing related issue. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of a fluid leak found during analysis.